Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensors. (B)(4) for damaged sear. (B)(4) for dim u4 display segments.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Imdrf annex a & g code are updated. H10 field is updated. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged fsa pressure sensor- 12 pack. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.